Manufacturer narrative:
The device's model and lot numbers were not disclosed, therefore, the date the device was manufactured was unable to be determined. The device in question has not been returned to boston scientific for technical analysis. Add'l PMA/510(k) #h020002/s5.

Event description:
The user facility reported the patient had multiple loops within the internal carotid artery (ica) causing difficulty in advancing the stent. Once the stent was advanced into place, it was noted that there would not be enough overlap on either side of the aneurysm even with the largest stent available. At that time, it was also noted that there was a catheter break within the infusion catheter. The entire system was removed. The artery was then occluded and the aneurysm was coiled. The patient never received the stent. No further information was reported.